Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had critical pump error alarm. The customer's blood glucose value was unknown. Troubleshooting was done. Customer reports they received the open book image on the insulin pump screen. The customer reported that they did not receive other alarm prior to the critical pump error. Customer was advised the insulin pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with pump error 4 alarm and critical pump error (open book image) alarm during testing. Unable to determine the root cause, problem isolated to the electronic assembly.